Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported the device was making a clicking noise and then stopped ventilation. There was no patient injury reported.

Event description:
It was reported the device was making a clicking noise and then stopped ventilation. There was no patient injury reported.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. Based on the log entries it could be confirmed that the ventilation unit performed two restarts (reset) on the 8th of march at 6:27 p.m. And 7:56 p.m. After the successful restart¿s scenario, the ventilation had continued. However, no exact root cause for the restarts could be determined during the investigation. The pba m16.2 had been replaced onsite. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator or in case of a deviation of the pba m16.2, a local restart of the ventilation unit would be triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. If the ventilation unit could not be successfully reset within the first 8 seconds, a further reset would be triggered. After three ineffective restarts, the system would be automatically switched off with accompanying alarms. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. There was no patient injury reported. The clicking noise corresponds with opening the safety valve to ambient for spontaneous breathing during the restart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.